Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Attempts to obtain the manufacturer or model/serial information for the leads have been unsuccessful.

Event description:
Boston scientific received information that this pacemaker, right ventricular (rv) lead and right atrial (ra) lead exhibited pacing impedance measurements of 300 ohms. It was reported that there was no concern of a connection issue. The device was explanted and successfully replaced. The impedance issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the device info was not provided from the hospital. The initial and final reports for l331/781265 were previously sent.